Event description:
As described by the nurse: "we had an "access disconnect alarm" . . . Nurse inspected system, override selected (again this is nothing new) . . . "Access not detected" alarm followed this one with access pressure now positive (had been negative). The nurse noted the pumps sounded as though they were working hard (grinding noises) . . . The nurse then noted a fair amount of clot in the filter . . . I suspect the positive access pressure was more than likely due to clot in the access pod. The troubling matter was the heparin syringe was noted to be empty . . . It had just been changed 2 hours earlier and the nurse had remarked that she had noted an adequate amount in the syringe just prior to the incident. As far as she can estimate the patient received 15,000 units of heparin in a short period of time. How much of this actually got to the patient is debatable as the filter was almost completely clotted, and the patient did not have a change in his coagulation profile (ptt analysis are available upon request). Is it possible that negative pressure generated in the circuit could have drained the heparin syringe? . . . The machine itself is in biomed at the civic getting checked . . . Could you let me know what your thoughts are?" From gambro rep: the nurse is an experienced nurse with the flex and we can see on the patient's pc data that she changed the syringe at 10h08 am for a new and full 20 cc syringe. The heparin flow rate was set up at 1, 2 ml/hr. So there should be at least 15 ml left in the syringe. The nurse noticed that the syringe was empty prior to unload the set at 12h54 pm. She kept everything as is for biomed to investigate. Patient's ptt level stayed good so we can't say that the heparin went to the patient...?? Patient's data attached and available. Blood loss 230 ml.

Manufacturer narrative:
No patient injury or clinical consequence resulted from this incident. There have been other reports of heparin syringes emptying spontaneously. The syringe carrier design is being modified to remediate complaints for which syringes empty unexpectedly due to extreme system pressure, which in turn results in the syringes dislodging from their mountings.